Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical field service went onsite. Troubleshoot the device was able to duplicate the customer reported issue. Found out o2 (oxygen) tank was empty. As a resolution, the oxygen tank was replaced. Ran ovp (operator's verification procedure) unit passed all tests required criteria. The device meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has fio2 (fraction of inspired oxygen) monitoring issues. As of this time there is no information about patient involvement associated with this reported event.